Manufacturer narrative:
Visual inspection identified a set screw mark on each of the df-1 terminal pins (center of pin). There was a set screw mark noted on the front edge of the is-1 terminal pin and a spring mark was found towards the front edge of the is-1 ring. This indicates that the lead's terminal pin may not have been fully advanced into the device's header port. Additionally, this observation was noted through visual examination of the device's is-1 header port (based on identification and position of seal ring marks inside of the device's header port). The lead was put through and passed electrical continuity and insulation integrity testing. The allegation of conductor fracture was not confirmed through laboratory testing as the lead was electrically continuous.

Manufacturer narrative:
Upon return, visual inspection found that the right ventricular (rv) defibrillation lead was not fully inserted into the device header. The lead is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing impedance). The local representative and clinic were notified of the alert. Subsequently, boston scientific received information that this patient's latitude monitoring system detected two red alerts (high rv pacing impedance and v-tachy mode changed to other than monitor + therapy). The clinic's red alert phone number was called and a detailed message concerning the alert was provided. The clinic was instructed to contact latitude customer support with questions. Boston scientific received information from the local representative that the patient will be scheduled for a lead revision procedure due to conductor fracture (clavicular crush). Subsequently, boston scientific received information from an out-of-service form that this patient's device and lead system were explanted. No replacement system was implanted at this time.